Event description:
Case description: the suspected product was properly stored. Operator of device was patient family member or friend. Since last submission case has been updated with the following: in device tab "trained user" and "operator of device" field updated. Reporter comment added. Narrative updated accordingly. Reporter comment: a new needle for every injection and did not leave the needle attached to the pen in between injections. The doser is checked to ensure correct dose administered. No recent change in diet or exercise level. Attach the needle to the pen in a 180 degree angle straight on. The insulin in use at room temperature 20-25 degrees celsius.

Event description:
Case description: investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following: -investigation result updated. -device tab, EU/ca tab and device addendum tab updated. -narrative updated accordingly. Final manufacturer's comment: 08-oct-2021: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia and its complications. H3 continued: evaluation summary. Investigation result: novopen echo - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar levels kept going high [blood glucose increased] patient with ketones [blood ketone body present] spring part of the pen was stuck up at the end, it was clicking down a little bit but was going back up, it wouldn't push the insulin fully down [device malfunction] she wasn't getting enough insulin [incorrect dose administered by device] case description: this serious spontaneous case from ireland was reported by a consumer as "blood sugar levels kept going high (blood sugar increased)" beginning on (B)(6) 2021, "patient with ketones(blood ketone body present)" beginning on (B)(6) 2021, "spring part of the pen was stuck up at the end, it was clicking down a little bit but was going back up, it wouldn't push the insulin fully down(device component malfunction)" beginning on (B)(6) 2021, "she wasn't getting enough insulin (partial dose delivery by device)" beginning on (B)(6) 2021, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index was not reported. Dosage regimens: novopen echo: current condition: type 1 diabetes since (B)(6) 2020. Concomitant products included - fiasp penfill(insulin aspart) solution for injection, 100 iu/ml, lantus(insulin glargine) treatment: insulin correction normal blood sugar levels for patient is 7-8 mmol . On an unspecified date in first week of (B)(6) 2021, the patient's blood sugar levels kept going high and was 29 mmol/l with ketones for the first time ever of 0.2 (unit not reported) . They couldn't figure out why as they changed out the insulin and they were still going high. When the insulin had no effect and went to change the insulin, they noticed that the spring part of the novopen echo was stuck up at the end, it was clicking down a little bit but was going back up, it would not push the insulin fully down and she was not getting enough insulin. No change to diet or exercise were reported. No increase in insulin requirements prior to the start date of high blood sugar levels. The pen was changed with spare one and blood sugars came down straight away. Blood sugars were back to normal by the evening of (B)(6) 2021, the day they had noticed the issue with the pen. Patient was back to normal insulin regimen and everything was normal batch numbers: novopen echo: unknown. Action taken to novopen echo was reported as no change. On (B)(6) 2021 the outcome for the event "blood sugar levels kept going high(blood sugar increased)" was recovered. On (B)(6) 2021 the outcome for the event "patient with ketones(blood ketone body present)" was recovered. The outcome for the event "spring part of the pen was stuck up at the end, it was clicking down a little bit but was going back up, it wouldn't push the insulin fully down(device component malfunction)" was not reported. The outcome for the event "she wasn't getting enough insulin(partial dose delivery by device)" was not reported. Preliminary manufacturer's comment: 26-aug-2021: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No conclusion is reached.